Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, fill 2, drain 1, & drain 2 but passed the rite electrical test. The product analysis lab evaluated the device. The rite volumetric specification is 774.00 - 821.00 ml and the rite volumetric test results were fill 1 / 822.40 ml, drain 1 / 822.50 ml, fill 2 / 823.00 ml & drain 2 / 823.10 ml and did not meet performance specifications requirements relative to volumetric accuracy. Accuracy confirmation test was performed and failed. The cause for rite test failure - volumetric accuracy was determined to be insufficient contact between (B)(4) (scouring pad) and heat sink compound. A review of the previous service record revealed the device passed all required tests and calibrations prior to its release from the (B)(4) facility and no issues were identified that may have contributed to the functional test failed for therapy monitored volume accuracy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.